Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Conclusion: no device failure.

Manufacturer narrative:
Device #2: the investigation of this device is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. The first component, device #1, was removed and reported in 2009 under an ide study.

Event description:
Allegedly removed during the revision of another component.